Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a device replacement procedure, the device was noted to be in back up mode. Technical support was contacted and recommended to replace the device. However, the physician elected to reprogram the device to resolve the event. The patient was stable with no consequences.